Event description:
Family member stated pt was treated with adhesive for a laceration above their eyebrow. Pt was treated at the hosp. Approx 12 hrs later the child's eye started burning, pt developed vomiting and temp of 102. The eye area swelled, then the swelling extended to the other eye and their face. Pt was hospitalized for several days, then sent home on keflex. After treatment with keflex, the swelling started again and the child was readmitted and treated with clindamycin. Pt is currently off antibiotics therapy. Family member believes pt's experience may be due to "chemical reaction" to the adhesive, as pt has many sensitivities (such as benadryl). Family member also says pt has cellulitis. Child has received follow up treatment by the primary care physician as well as an eye specialist.